Event description:
A nurse reported that when the surgeon went to the quadrant step of two cataract with intraocular lens implant procedures, suction stopped. The nurse confirmed that the handpiece was not clogged. The staff replaced the cassette and the issue resolved each time. There was no harm to the pts. No further info was available for this report.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be fled as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. (B)(4).